Event description:
It was reported that, "one lumen was hanging out of the exit site with only 2-3 cm still in the patient. On x-ray, it was seen that the cuff had separated from the lumen and had to be cut out of the tunnel." The other lumen was good and the problem lumen was replaced. Patient ok.

Manufacturer narrative:
An investigation has been initiated. The returned device was forwarded to the manufacturer for evaluation. When the investigation is complete a final report will be submitted.